Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the food and drug administration that the customer's health care professional reported that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 44 mg/dl at the time of the incident. The customer gave a bolus before eating a meal. The customer was given glucose to treat. The customer experienced symptoms such as feeling sick, a seizure, side weakness, nausea, tongue lacerations, confusion, and an anion gap. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The reporting party indicated that the customer's pump report showed that they had a pattern of going low after meal boluses especially following a prior hyperglycemic episode. Troubleshooting was not completed as the customer could not be contacted. The health care professional suspected diabetic gastroparesis and autonomic insufficiency. The insulin pump was returned for analysis.